Event description:
It was reported that the customer was admitted to the hospital due to an elevated blood glucose level of 652 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous insulin and saline, and was released from the hospital two days later with no permanent damage. The cause for the reported issue was due to a non-tandem infusion set bent cannula. The infusion set brand and manufacture was not provided. The customer changed the infusion set and resumed insulin delivery.

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to an elevated blood glucose level of 652 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous insulin and saline, and was released from the hospital two days later with no permanent damage. The cause for the reported issue was unknown. Although requested, pump data was not uploaded for review. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.